Manufacturer narrative:
Qn (B)(4). The customer reported the epidural needle broke during use. The customer returned one epidural needle. The needle was returned with the cannula in two pieces. The returned sample was visually examined with and without magnification. Visual examination revealed the needle's cannula is bent near the hub connection. The separated cannula piece is also bent. Both cannula pieces appear to be bent at the point of separation. The needle bevel appears typical as not damage was observed. No other defects or anomalies were observed. The customer also provided a photo that appears to show an epidural needle broken into two pieces. A device history record review was performed on the epidural needle with no relevant findings. The reported complaint of the epidural needle breaking during use was confirmed based on the sample received. The needle's cannula was returned in two pieces. Visual examination revealed both cannula pieces were bent. Also, both cannula pieces appear to be bent at the point of separation. However, the needle bevel appears typical as no damage was observed. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined. No further action is required at this time.

Event description:
Reported event: the needle broke; it occurred in a manner that allowed for retrieval of both parts of the epidural needle.

Event description:
Reported event: the needle broke; it occurred in a manner that allowed for retrieval of both parts of the epidural needle.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. Teleflex will continue to monitor and trend related events.